Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was checked the day before a kidney transplant surgery. The device check revealed that this right ventricular (rv) lead has had shock lead impedances, greater than 125 ohms, for several months. Cardiology was going to consult on this case before the patient has surgery. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.